Manufacturer narrative:
H3: one pneupac parapac plus ventilator was returned in undamaged physical condition. The ventilator was tested and reported "low pressure" issue was unable to be duplicated. There was no fault found with the returned ventilator.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator had low pressure. No adverse effects were reported.